Event description:
Ventritex rv defib lead fracture occurred, confirmed intervention required lead was capped and replaced with another rv defib lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).